Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that nurses were noting that the syringe pump module was reading that the volume in the syringe, while visibly appearing accurate, was reading as less than the intended volume to be infused. There was patient involvement but no harm. Bd learned the following additional information on 5 may 2026. There was an event on (B)(6) 2026 at 1433 where the syringe pump module appeared to be reading a lower starting volume than what is visually observed in the syringe at initiation of an infusion. Acyclovir (49mg/7 ml) was ordered to infuse over 60 minutes. The pump read 6.82ml instead of 7ml. Per hospital protocol, 0.1ml of overfill is added to nicu syringes which utilizes bd 10 ml model # 302995 syringe.